Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not pass the power up self test with the fan assembly not functioning. During a review of the device history at the user facility a s233 (overtemperature-psc) malfunction alarm code was noted. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature -psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the self test by the fan not functioning and a s233 (overtemperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.